Event description:
New information on (B)(6) 2018 stated that the lead had also dislodged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. During capture testing, the right ventricular lead exhibited loss of capture at all outputs. With the ring electrode, capture was achieved but with high thresholds. On (B)(6) 2018, chest x-ray was performed and confirmed the lead had perforated the heart. During lead revision, echo was performed and revealed no effusion. The lead was explanted and replaced. The patient was in stable condition post operation.